Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, to date, it has not been rec'd by the MFR. Therefore, a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device. The info contianed therein is being provided to the FDA to comply with regulation relating to medical device reporting. This submission is not intened to and shall not constitute an admission on behalf on boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.

Event description:
As reported, air is leaking into the manifold at the female luer to which the fluid delivery set is attached. This is occurring event when the handle to the port is in the "off" position. There has been no air injection or pt injury. The used device will be returned.